Event description:
The user facility reported a patient with cardiomyopathy was implanted with an impella 5.5 device for mechanical circulatory support (mcs). Approximately six days after start of support, the automated impella controller (aic) had persistent "purge disc not detected" alarms overnight and into the next morning. The alarm was unresolved despite replacing the purge tubing. However, after exchanging to another aic, the "purge disc not detected" alarm resolved. There was no report or indication of interruption of support; impella mcs continued until the patient was successfully bridged to transplant approximately nine days later.

Manufacturer narrative:
The automated impella controller has been received from the customer; however, the evaluation of the device is not complete. Upon investigation closure, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of automated impella controller (aic) - purge disc/flag issues has been completed. According to device and data analysis the root cause of this issue was a broken purge disc retainer e4 should have been left blank on manufacturer device report 1220648-2025-25362.